Event description:
A malfunction alarm was reported, identified with a malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. The customer reset the pump with assistance from technical support and was advised to continue using the pump, with instructions to call back if the malfunction recurs.